Event description:
It was reported that a balloon rupture occurred. The lesion was mildly tortous and moderately calcified. A 5.00mm/2.0cm /90cm peripheral cutting balloon (pcb) was selected for a revascularization procedure. During first inflation, the balloon did not inflate. The pcb was then simply removed and it was found ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.